Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00163.

Event description:
It was reported that the tulips of two pedicle screws splayed during surgery. The screws were removed and replaced with an alternative screw to complete the procedure. There was a delay greater than 30 minutes, but there were no reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Additional information: UDI number, method, results, and conclusions - the returned screw was evaluated. The tulip head is splayed. The cause is likely attributed to unintended error related to either insufficiently engaging the rod in the screw seat prior to threading the plug or not using instrumentation as intended. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tulips of two pedicle screws splayed during surgery. The screws were removed and replaced with an alternative screw to complete the procedure. There was a delay greater than 30 minutes, but there were no reported patient impacts. This is report two of two for this event.